Event description:
It was reported that the insulating material on the internal paddle se has been flaking. There was no reported pt involvement.

Manufacturer narrative:
(B)(4) . A f/u report will be submitted once the investigation is complete.